Event description:
It was reported that a large volume infusor leaked. According to the report, water fell off from the ¿top to bottom in the inwall housing.¿ this occurred while the device was being prepared for filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 20, 2014 to october 21, 2014. Evaluation summary: a visual inspection was performed and revealed traces of clear viscous fluid on the inner wall of the housing. Fourier transform infrared spectroscopy scanning identified this liquid to be silicone oil, deemed to be a cosmetic issue only. The reported condition could not be verified through evaluation as the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.